Event description:
It was reported that prior to starting a da vinci si surgical procedure, the scissor portion of a maryland bipolar forceps instrument were malformed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument tips line up perfectly and had no grip problem. Additional findings not reported were indentations at the edge and visible scratches on the surface of the distal pulley. Engineering concluded the indentations and scratches were likely due to mishandling / misuse. Various scratches on the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.